Manufacturer narrative:
The reported allegation of difficult to withdraw was unable to be confirmed, as the device was not returned. However, the spline damage was confirmed via media analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (af) the farawave catheter was selected for use, case was completed successfully using this catheter. When trying to remove the farawave, physician has difficulty and had to yank it out of the sheath. When it was removed from the body, it was noticed that the spline was broken. The spline seemed intact during delivery and only has the issue when trying to remove from the sheath. Excessive force was used to remove from sheath and then once removed, we noticed the spline was broken. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (af) the farawave catheter was selected for use, case was completed successfully using this catheter. When trying to remove the farawave, physician has difficulty and had to yank it out of the sheath. When it was removed from the body, it was noticed that the spline was broken. The spline seemed intact during delivery and only has the issue when trying to remove from the sheath. Excessive force was used to remove from sheath and then once removed, we noticed the spline was broken. No patient complications were reported. The device is expected to be returned.